Event description:
Additional information was received from the patient and his spouse. It was reported that the patient had a pre-existing condition of dribbling and that was the reason he was implanted. He had been having trouble and couldn't get it fixed for some reason. Since implant, the dribbling continued and hadn't been fixed. The patient had tried so many different settings and didn't know if it would be fixed. He also had a lot of pain; the pain occurred when he was lying down and he didn't know specifically what the pain was. It hurt in the implant area, traveled down the leg, and went to the butt area. The patient had spoken to a healthcare provider many times and changed the settings. An x-ray was taken that showed some of the wires or one wire wasn't correct. His healthcare provider asked if he had fallen because the wire looked like it was misplaced; however, he hadn't fallen. The patient had to wait until he saw his healthcare provider to address the current issues because he had tried all these things from when they called the healthcare provider and it wasn't helping. He saw his healthcare provider on (B)(6) 2016 and may have been there since. It was noted that the patient had a preexisting condition of being hard of hearing. He had an implant for that as well. His memory also wasn't that good.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer and the patient reported that it hurt worse at times, when in bed or sitting. They had though it would hurt for a while then get better. The patient clarified that they had 3 x-rays and had two doctors look at it. One said at that the lead could have been out of place. However, the last time they looked at it, they said it looked in place. They doctor said they only thing they can do now is take it out. The consumer noted that the patient still had dripping, but stated it was 90% better. They said they had more problems sometimes than others. One time, they dribbled all the way from the bathroom, but did not know when that occurred. The consumer stated that they learned how to "reset it" and now the patient is better.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va13v9n, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. The patient reported that they had experienced a loss or change of therapy. Pt reported sometimes when he drinks a liquid he will have to go to the restroom right away. Pt reported he had issues with bladder control. Pt reported sometimes experiencing pain at the implant site. Pt stated he has his hcp (healthcare provider) visit him once a week to help with programming. Regarding patient services can walk pt through adjusting settings over the phone. Pt stated he will wait until he sees his hcp. On (B)(6) 2016 pt called back mentioning the previously reported issues. Pt stated he had an appointment with his hcp 2-3 weeks ago and they had helped adjust pt's settings but it still is not helping too much. Patient services tried to get clarification if pt met with hcp before or after pt's last call but pt did not remember when they saw their hcp. Pt stated the previously reported issues still have not been resolved. Patient services redirected pt to their hcp for the bladder symptoms and pain at implant site. Additional information received from a healthcare professional (hcp) on (B)(6) 2016 (hcp) reported that on (B)(6) 2016 they reviewed with the patient on the device and how to use/change programs. The patient understood by the end of the appointment. The cause of the lack of therapy and pain at the implant site was determined. Everything was reviewed with the patient and he was satisfied at the end of his visit. On (B)(6) 2016 the patient reported that there was a continuation of initial bladder issues and continuation of pain at the implant site. Per programming, the patient kept asking if there was something he could do or change. The patient wanted to get the patient programmer (pp) and try to change something. But it was noted that the hcp did not want the patient to change anything until the next visit, possibly in (B)(6). It was also noted that the patient had arthritis and the hcp said that when something was implanted that arthritis could kick in. No changes were made per the patient's wife who noted about the doctor's instructions. Additional information from a patient on (B)(6) 2016 reported they have no resolved. The healthcare professional (hcp) stated there is nothing wrong with the device. The patient noted they still have pain at the implantable neurostimulator (ins) site. The patient added the ins is located in the right hip and not in the buttock. The patient noted he is massaging it and taking hot showers, which makes it feel better. The patient noted the hcp turned it off a few months ago and said he did not program these devices even though he was the one who implanted it and manages the device. The patent noted he had to drive 50 miles to see his nurse and get her to turn it back on because he and his wife do not understand the therapy or how to use the controller. The patient added he thought his leakage was better, but they did not. The patient also stated he was told once it is programmed it is never to be touched again. Additional information was received from the patient on (B)(6) 2016 that reported that he still has pain at the implant site and was worse at the time of the report including in bed/at night, and that it goes down his leg. The patient reported "dripping" and can't hold it going to the bathroom. The patient has tried lowering the level which does not resolve the issues. The patient had an x-ray performed about a month prior to the report which showed a wire "kind of out/jerked out/not complete." Where was no trauma or fall associated with this event. The health care provider at one point may have told them that the pain may be from arthritis. The patient was redirected to his health care provider to address these issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported previously reported issues. Additionally the patient stated that they decreased stimulation to 3.4 and sometimes still had pain shooing down his leg. The patient stated that the pain is not at the ins site, but rather it is down the patient's leg. According to the patient stimulation goes down the patient's leg and that is the pain. The patient stated that it feels like a nerve is getting pinched and the patient cannot put his billfold in his pocket because the pressing of the billfold on the ins is uncomfortable. The patient's hcp told the patient that the leads looked fine after two x-rays and were not pinched. The patient stated that the pain comes back after the patient increases stimulation. The patient was advised to decrease stimulation until the patient does not feel pain and then to track symptoms and not to increase stimulation if stimulation becomes painful. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient experienced pain most of the time. The pain was located on the right hip, where the ins was and down right leg. The patient stated that an x-ray was done by healthcare provider a while ago and he thought at first the wire was pinched but now saying wire was not pinched. The patient stated therapy was not working right, patient was dripping and stim was turned way down since implant (B)(6) 2016. The patient did not want to have the device explanted. The patient has a doctor appointment on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.